Event description:
It was reported that: during surgery using an al2 plate (70-0372-s :604287), the drill was broken. The drill was able to be extracted and is not left behind in the body.

Manufacturer narrative:
The device was not returned for evaluation. Additional reporting on this event will be provided as a follow up report if more information becomes available.